Event description:
The patient was implanted with a siltex saline mammary prosthesis on 11/28/94. Subsequently, the patient reportedly experienced a deflation of the device, cosmetic disfigurement and deformity, pain and suffering, shock, nervous anxiety and depression. The device was removed on 4/29/98.